Event description:
It was reported that post implant during clean up, the patient received six inappropriate shocks due to a dislodged right ventricular (rv) lead. The detection was turned off until the rv lead revision three days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).